Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the light blue protective cap of the balloon was torn. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the preparation, it was noted that when the light blue protective cap of the balloon part was removed, it became stiff and was torn off at the monorail part. The procedure was completed with a different device. There were no complications reported.